Event description:
Report received from the us stating that the "hose ruptured". The event occurred during pretesting. The pt and all of the staff were not in the room; the room was empty. No injuries were reported. There was no delay to surgery. Facility pulled another unit from their inventory and proceeded. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the hose was ruptured between the motor and the pressure relief valve. The hose was not likely occluded between the motor and the pressure relief valve. The multiple occlusion marks, cuts, and nicks were observed between the "prv" and the motor. The event was confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).